Event description:
It was reported by the user facility, that a patient presented with a prevotella infection following an extraction procedure using the core impaction drill. The doctor created an incision and drained the fluid. During follow up appointment on (B)(6) 2014 the patient showed signs of infection. They were prescribed antibiotics. Patient follow up visit showed that the patient is healing with no pain.

Event description:
It was reported by the user facility, that a patient presented with a prevotella infection following an extraction procedure using the core impaction drill. The doctor created an incision and drained the fluid. During follow up appointment on (B)(6) 2014 the patient showed signs of infection. They were prescribed antibiotics. Patient follow up visit showed that the patient is healing with no pain.

Manufacturer narrative:
The failure was not confirmed through functional evaluation, disassembly, visual inspection, and chemical analysis of a sample taken from the device. The components of the device were conforming. A swab of the device was taken and the sample analyzed. The results of the analysis did not find any contamination that matched known examples that would contribute to the failure. The cleaning practices at the account did not conform to instructions for use. Components not related to the reported failure were replaced as part of preventive maintenance. The device was serviced and returned to the account after passing final inspection.